Manufacturer narrative:
Device remains implanted.

Event description:
On (B)(6) 2015, acufocus, inc. Became aware of a canal washout being performed on a (B)(6)year old male patient, one (1) week postoperatively due to epithelial cells in the canal of the pocket.